Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that on (B)(6) 2020 phe pump was checked by the technician in alloga and it worked as expected, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Manufacturer narrative:
The available information was re-evaluated for MDR reporting, therefore, it was determined that this case does meet the threshold for reporting and is a reportable event, please disregard the previous follow up. A further report will be submitted outlining both the event details and our investigation performed.

Event description:
It was reported that during use the device displayed a false full-canister alarm. The issue was solved with a backup device.

Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has not been returned for evaluation. However, it is noted following complaint this unit was assessed by the distributor who confirmed that no fault was found with the device, which has been put back into service. As the device was not returned for complaint evaluation, we are unable to establish a relationship between the device and the reported event. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history for the reported event has been reviewed, revealing further instances. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. The instructions for use offer further guidance with regards to false alarms. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.